Event description:
It was reported by service report that the cot had a broken load wheel horn. The customer could not determine whether there was pt involvement, however no adverse consequences are reported.

Manufacturer narrative:
Load wheel horn.